Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power module, re-loaded -197 software and recharged a07 battery to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device display was flickering on power up. During evaluation it was found that the device would not power up in either ac or battery mode. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined a shorted capacitor on the power module to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device display was flickering on power up. During evaluation it was found that the device would not power up in either ac or battery mode. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.